Manufacturer narrative:
The lead was explanted and returned for analysis. Upon receipt, the lead under complaint was found cut 13cm distal to the is-1 connector pin. All fragments were received for analysis. An extraction aid was found in the distal fragment, it is reasonable to assume that the lead was cut during the extraction procedure. The performance of the lead fragments including provided x-ray was scrutinized. The analysis showed multiple abrasion marks along the lead fragments. In particular between 14cm and 7cm proximal to the lead tip the insulation was found damaged due to wear, which is assumed to be the root cause of the reported oversensing. Based on the available x-ray as well as characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant motion in the area of the tricuspid valve should be taken into account. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
After an implantation period of approx. 42 months, oversensing on the ventricular channel was reported. The patient is hospitalized and the ICD therapies are switched off.